Event description:
It was reported that this patient had a ventricular tachycardia (vt) storm episode and afterwards was placed in an induced coma. The interrogation of the implantable cardioverter defibrillator (ICD) showed an open circuit alert, however all tests, electrograms (egms), and impedances were normal except for one out of range shock impedance at 125 ohms with the reversed polarity shocks. No noise was observed with pocket manipulation. The shock vector is a distal shock electrode to pulse generator case (rv coil to can). Review of the data confirmed that the shocks provided were appropriate, however therapy did not convert the arrhythmia. Technical services (ts) was consulted and recommended right ventricular (rv) lead revision. At this time the ICD and rv lead remain in service. Additional information received advised patient received appropriate shock therapy for ventricular fibrillation (vf). Shock impedances, pacing impedances, and sensing thresholds have been trending downward but still within range, and technical services (ts) discussed this could potentially be due to patient related factors. Assistance requested to review if any changes with lead parameters.